Manufacturer narrative:
Trackwise (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67). The device was returned to the factory for evaluation on 02/23/2022. An investigation was conducted on 03/09/2022. A visual inspection was conducted. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the c-ring. The c-ring was observed to be intact, no visual defects were observed. The insufflation tube and the water tube were observed to be intact. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID 14332 due: 01/31/2023). A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2193 sccm. Based upon the returned condition of the device and the results of the investigation, the reported failure "improper flow or infusion" was not confirmed.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 insufflation was not working through the tubing connected to the device cannula. They trouble shooted by turning the machine on and off and checked the co2 tubing. When they d/c the tubing from the disposable handpiece, they were able to verify that the co2 was flowing through the tubing but for some reason it was not flowing through the disposable handpiece. Customer opened a new vh-3500 device to complete the case, without incident. No patient injury.